Event description:
A medtronic representative reported that, during set-up for a spine procedure, the image acquisition system (ias) would not communicate with the mobile viewing system (mvs). A disconnected message was displayed on the pendant with both the imaging system and the navigation system were fully booted. The patient was under anesthesia before the o-arm malfunction was found. The surgeon opted to discontinue and reschedule the procedure. There was no incision made.

Manufacturer narrative:
Device manufacturing date is unavailable.in trouble-shooting, it was determined a corrupt file on the ias was causing the issue. Ias computer was repeatedly turned off/on without allowing the cpu to fully shutdown. A medtronic representative, following-up at the site, reported reinstalled o-arm 3.1.6 software; system fully functional.